Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reported phone # is: (B)(6).

Event description:
The customer reported the sp02 socket intermittently works. No patient impact or consequences were reported.

Event description:
The customer reported the sp02 socket intermittently works. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Functional testing found the device was not able to obtain measurements with an error message displayed on the device. Further testing found the tb20 connector pin bent sideways which prevented device from obtaining measurements. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reporter phone # is entered as (B)(6) as it exceeded the maximum allowable characters. Initial reported phone # is: (B)(6).